Event description:
Pt had open umbilical hernia repair with mesh, wound closed with liquiband skin glue; after discharge, developed redness and burn-like appearance around skin incision sites where the glue was applied.